Event description:
It was reported by the plaintiff's attorney that on an unspecified date. The plaintiff was implanted with an ams. The plaintiff's attorney alleged that the plaintiff "suffered/will continue to suffer pain, suffering, disability," and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.